Manufacturer narrative:
D10 concomitant products: mrasc0005 tower 240v mrasc0005 - (serial# (B)(6); rnonb8stf postion no blade 8mm std fix - (lot#unknown); rnonb8stf postion no blade 8mm std fix - (lot#unknown); rnonb8stf postion no blade 8mm std fix - (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy and lymphadenectomy procedure, while placing the trocars in the patient while they were already under anesthesia but prior to the start of the operation, it was found that the entire trocar shaft was within the abdominal wall, the tip was barely protruding from the cavity, and the upper part of the trocar had low mobility and was in contact with the skin. When the patient was placed in the trendelenburg position, the patient could not support the position for long. There weren't any long trocars, so the surgery was cancelled because they could not afford complications with this patient. The surgery will be performed laparoscopically at a later date without robotic support.